Event description:
It was reported patient underwent a revision procedure due to nail fracture. The end broken nail could not be removed. It remains in patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product remains implanted

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: product was not explanted. Proposed code: mechanical (g04) - im nail. Supplier lot number 5982107 was provided. This was issued to zb lots 246460, 246440 and 030300. As such lot is unknown and all 3 lots will be investigated. Manufacture and expiration date for lots: m246460 05/06/2022-05/06/2032. M246440 05/22/2022-05/22/2032. M030300 04/20/2022-04/20/2032. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.